Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the tip cover fixing screws peeling off could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation also found insufficient adhesive in screw holes at the distal end. Due to wear of angle wire, the bending angle in the up direction did not meet specifications. Due to wear of angle wire, the play of the up/down knob did not meet specifications. The rubber covering demonstrated wear. The adhesive on the bending rubber was separating and chipped. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the ultrasound scope had an air leak from the connector and suction port. There was no patient harm associated with the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was found that the adhesive on the fixing screw at the tip end was peeling. This report is being submitted for the malfunction found during the device evaluation.